Event description:
While surgeon was using bovie on coag, noticed lines on tv monitor. Lap bovie cord was plugged into machine #5 and it started a flame at the metal piece. Plug removed from machine #5 and cord, burned into, was discarded. New cord to sterile field. Scissors also sent to be checked by biomed dept.